Manufacturer narrative:
Based on the claim against the product by the customer noting unintended energy activation, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was not confirmed nor reproduced during testing. Fse tested the erbe and e100 generator from every available port on dual surgeon console (ssc) system and both ssc provided energy to the correct usm arm and energy instrument. The erbe logs were reviewed and no errors were present. No product is returning for evaluation. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Verification of logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2023 on system (B)(4) using a xi®/xi dual/x¿ fenestrated bipolar forceps and two xi®/x¿ vessel sealer extend instruments matching the documented event details. Logs indicate installation of vse instrument lot l12221005-0287 with 0min usage and vse instrument lot m10220725-0339 with 23min usage. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation and confirmed no related error fault. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that there was an inadvertent activation of energy. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the incorrect energy instrument was energized when bipolar energy was activated. The customer received phone assistance from the technical support engineer (tse). Tse confirmed that a fenestrated bipolar forceps instrument was installed in universal side manipulator (usm) arm 1 and the vessel sealer extend (vse) instrument was installed on usm arm 3. User alleged that when applying energy to the vse instrument, the fbf instrument was energized and vice versa. User indicated that this issue occurs when a vse instrument is installed in the usm. Tse instructed to troubleshoot by confirming erbe settings, ensuring proper vse instrument connection to the e100 generator and performing a power cycle; however, this did not resolve the issue. Review of the system logs identified no related error. No further troubleshooting was performed. User indicated that they were going to complete the procedure using bipolar and monopolar energy. The user continued the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.